Event description:
The customer reported that during a routine check of the unit, they observed that the unit would not operate on battery power. The unit would only operate when plugged into an electrical outlet.